Event description:
In 2005, the lay reporter, the lay patient's spouse contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) received answers to questions sent to lifescan france asking for additional information. The pt takes insulatard (intermediate acting) insulin by sliding scale each am: meter reading <100 to 150 mg/dl - 28 units, meter reading > 150 mg/dl - 30 units. On 10/22/05 at 9:00 am, the reported meter result was 193 mg/dl; the spouse gave the pt 30 units of insulatard insulin, at 9:48 am the patient got up and fell down. The spouse tested pt with the reported meter and obtained a result of 95 mg/dl. The pt felt weak after testing with the meter. The spouse gave the pt breakfast of ham, cheese, and milk and then called emergency services. Emergency services tested pt blood pressure and not pt's blood glucose on arrival; the spouse did not known the blood pressure result. The pt was taken to the ER where result of 50 mg/dl was obtained "around 11:00 am". The pt was admitted to the hospital. The spouse did not know the pt's admission diagnosis or what treatment was given to the patient at the hospital. She told the lifescan agent that the pt received a scan and the doctor said, "all was correct". The type of scan performed was not provided. The lifescan agent walked the spouse through a control solution test; the result of 127 mg/dl fell within the specified control solution range of 100-135 mg/dl. The lifescan agent also walked the spouse through two, successive blood tests; the results were 106 and 94 mg/dl. The meter, test strips, and control solution were replaced.